Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested for suspect percutaneous pin ref frame on 06/08/2016. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's percutaneous pin reference frame has toggle. The unexplained movement allows the device to shift to the left and the right without bouncing back. The site test this frame on two different percutaneous pins with the same result. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.